Event description:
During product evaluation by a baxter service technician, a flogard with single channel infusion pump device was found to have experienced failure code 82. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the damaged central processing unit (cpu) printed circuit board (pcb). To correct the condition, the cpu pcb was replaced. If any additional information is received, a follow-up MDR will be sent.